Event description:
Pdc received a call on (B)(4) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 3:00 am. Pt's wife ((B)(6)) called in stating that pt ((B)(6)) displayed symptoms of cold skin, sweating, went into a diabetic coma and was unresponsive.(B)(6) did not remember results of the glucose test taken with the prodigy meter at the time of the event. Paramedics were called and tested pt's glucose level with their meter, getting a result of 40 mg/dl. Approx 15 minutes passed between testing with the prodigy meter and the paramedic's meter. Pt was administered a glucose IV, peanut butter and jelly sandwich and donuts while paramedics were there. Paramedics administered a blood glucose test before leaving with a result of 151 mg/dl. Pt was not transported to ER. Pdc sent replacement and prepaid envelope requesting return of suspect device.